Manufacturer narrative:
Other applicable components are: product ID: 3487a-33, lot#: v033006, implanted: (B)(6) 2007, product type: lead. Product ID: 3487a-33, lot#: v044317, implanted: (B)(6) 2007, product type: lead. Product ID: 3487a-45, lot#: j0124785v, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a-33, lot#: j0110823v, implanted: (B)(6) 2001, product type: lead.

Event description:
The consumer reported via the manufacturer representative that two months prior to the implanting of the most recent implantable battery the patient had an unrelated surgery. During the surgery it went bad and the physician used a paddle lead instead of a wire lead as one of the leads was cut during the surgery. The indication for use was other chronic/intractable pain of the trunk/limbs. No patient symptoms reported.